Manufacturer narrative:
The original vial of the reagent in question was not returned to immucor for investigation.

Event description:
On (B)(6) 2015, a customer reported unexpected positive results when using anti-d series 4 (monoclonal blend) by tube method.